Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the integrity of the balloon was not guaranteed as it appeared damaged due to loader cap being pulled back and blood was visible inside the balloon. The patient had no major complications.

Manufacturer narrative:
H2 h6 updated device code 1504 - material puncture/hole is no longer applicable. The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the event failure balloon leak. The following instructions for use and manuals were reviewed; IFU for commander delivery system, device preparation manual, procedural training manual. No IFU/training deficiencies were identified. As the complaint for failure balloon leak was unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. This event reports a balloon leakage that was observed after use in the procedure that has not resulted in a patient harm or a device failure to perform its function and there was no evidence of product non conformances or labeling/IFU inadequacies identified in the evaluation. No further action is required. The complaints for failure balloon leak was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per complaint details, the operator experienced difficulty with access. Patient had calcium and no alternate access availability. A pta balloon was used. Sheath insertion was met with some resistance postpta and dilation but was inserted completely. As the valve was being advanced sheath came back a cm or 2 still past the transition point in the patient. As the valve was advanced resistance was met and the sheath appeared to kink. Additionally, the physician take valve out of the sheath on the back table upon inspection, the loader cap was pulled back and blood was visible inside the balloon. Calcification was noted to be present in the patients access vessels. Per the IFU/training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification. Calcification can cause an obstacle which can result in resistance during sheath insertion into the patient. Additionally, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance during delivery system insertion. In order to overcome the resistance encountered, it is possible that the user may have used excessive manipulation. Excessive manipulation may have resulted in the valves interaction with the balloon, contributing to the reported leakage on the back table. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. Since no manufacturing non conformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.